Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung, unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? If so, when? Whining of motor during firing. Is there any other additional information you would like to share about this device or procedure? As noted in the modified event report, I was able to visualize both products. An ecr45d (gold 45 load) was loaded in the 2nd pse60a. User error. However, on the first stapler, the reverse switch would not work, so the manual override was utilized, which also did not work the first time. Ultimately, they were able to get the manual override pump to work. On the second stapler, the reverse button worked. The analysis found that device (a) was returned without the bailout door and in good visual condition. The device was received without a reload. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no strange noise was heard during the analysis and the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device was returned in good visual condition and with the bailout door removed and missing, otherwise in good visual condition. An ecr45d cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4) (exp date 01/29/2017). (B)(4). Incorrect cartridge size.

Event description:
It was reported that during a lobectomy procedure the surgeon closed the gold load on lung and advanced blade. Blade stopped midway through sequence, halfway on jaws. When reverse switch was activated, the blade would not move. Surgeon activated manual return pump which would not initially work. After some time, surgeon was able to reverse blade and remove jaws. This happened with two different staplers. Force to remove jaws resulted in small lung tear with no adverse patient consequences. Procedure was completed with same like product.